Manufacturer narrative:
During the eval if the device at the MFR's svc ctr, a "svc required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.